Event description:
The event is reported as: the applier does not hold the clips in the jaws. Add'l info has been requested. No pt injury reported.

Manufacturer narrative:
Product has been not received by MFR. The investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.